Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt stated the black connector coming off of the system controller was beeping intermittently when manipulated on both the power module and batteries. The pt switched to his back up controller at home.

Manufacturer narrative:
The reported event of the black connector coming off of the system controller beeping intermittently when manipulated on both the power module and batteries was confirmed during analysis. The eval of the returned system controller revealed a deformed d-insulator in the black power connector. The returned system controller was connected to the power module pt cable, test power module and system monitor. The data log file was retrieved successfully. The log file module pt cable, test power module and system monitor. The data log file was retrieved successfully. The log file captured approx 16 hours of events, where atypical "power cable disconnect" and low voltage alarms were recorded. Connected hmii test pump and system began operating at 9200 rpm with no alarms active. The black and white power cables were maneuvered and while moving the black power cable at the connector end, the power cable disconnect and yellow/red battery alarms activated and the pump stopped. The system controller was disconnected from the test set-up and the outer insulation at the connector end of the black power lead was removed exposing the inner conductors. This revealed the brown (rsoc/battery fuel gauge signal line) conductor was severed. The eval of the white power cable also revealed several compromised inner wires. The brown, red/white and yellow conductors broke when only a small amount of force was applied. A review of the device history records revealed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available at this time. The MFR is closing its file on this event.